Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer blood glucose level was 118 mg/dl. Customer states they were unable to clear the alarm. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched display window, scratched reservoir tube window, and missing end cap sticker.